Event description:
It was reported that this lead was capped due to oversensing with inappropriate shocks approx. 42 months after the implantation. A new lead was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The available pacing impedance trend curve showed stable values around 500ohms between (B)(6) 2018 and (B)(6) 2019 with intermittent decreases to less than 200 ohms since (B)(6) 2019. The pacing threshold started with initially 1.3v and later was stable around 1v. Towards (B)(6) 2019, the values gradually decreased to approximately 0.5ohms. The available shock impedance trend curve showed varying values between 117ohms and 134ohms with two intermittent outliers to greater than 150 ohms at the end of (B)(6) 2018 and the end of (B)(6) 2018, respectively. Furthermore, a decreasing trend was observed since (B)(6) 2019. Additionally, the provided iegm was inspected. It showed noise and aborted inappropriate therapies between (B)(6) 2018 and (B)(6) 2019. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.